Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system experienced a severe fall which caused the migration of an implanted lead. Reprogramming after the fall was unable to achieve adequate pain coverage. The system was explanted.

Manufacturer narrative:
The cls, leads, and active anchors were returned for analysis. Visual and functional analysis did not identify any anomalies that could have contributed to the reported lead migration. Both leads were cut upon receipt, which likely occurred during the explant procedure. Based on the reported event, the fall is what caused the lead to migrate from initial positioning. Lead migration from the location chosen at initial implantation, resulting in stimulation changes is listed as a potential risk in the manufacturer's instructions for use (IFU). The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.